Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. Reportedly, the patient has a metal allergy to everything but gold. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. Reportedly, the patient has a metal allergy to everything but gold. There were no additional adverse patient effects reported. The ICD remains in service. Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted due to erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.